Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. The philips service engineer (se) inspected the device. The se replaced the power supply and the ventilator passed all testing.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 07 may19. MFR received date 18 apr 19. A power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (c56) on the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.